Event description:
It was reported on 28-may-2026 that the patient¿s two infusion sets fell off during use. Infusion set was used for three hours. Patient experience high blood glucose level treated with multiple daily injection.

Manufacturer narrative:
Initial 1 of 2. E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.